Event description:
It was reported that this implantable lead exhibited low impedances. Technical services discussed low impedance usually is indicative of insulation issues. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).